Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: complex tha revision detailed description of event: on (B)(6) 2025, we received a scrub po from [name] for 1 ea hr105, lot# 1476912. This was scrubbed in for no charge at [facility] on (B)(6) 2024 (attached). [Name] noted this was for a complex tha revision but was not a successful case, which is why she scrubbed it in for no charge. When reviewing the lot number, we determined this product was not sent to [name]. We also determined there was no record of this lot number being sent to any field team member or customer. There was no production history, which prompted us to check the shop order in sap. After looking up the shop order, we determined the lot was from an engineering shop order and was not released into finished goods. Per the attached copy, the purpose of the shop order is ¿to build units for real-time aging and testing per real-time aging protocol dir # [number].¿ we have reached out to the eng team to determine what happened to these units and hopefully trace down how [name] was able to obtain one (email attached). We also checked the classification t-code for this lot, and saw it is not us approved and there is no sterilization date. During this research, we asked [name] to advise where she received the product and if she has additional units. Her initial response was that she didn¿t know where she got it from, and she has not yet advised if she has any additional units. The email chain is attached between field ops and [name]. We have alerted the field leadership team responsible for this group. With their assistance, we are also reaching out to all orthopedic specialists to determine if any of them have these lot numbers on hand. We will have results by tomorrow eod. Per the above, this is not traceable and is reportable as it was not sterile. Additional information provided by [name] on 05feb2025 via email: this product was used in a patient case in december and cannot be returned. Type of intervention: ni. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was not performed. It was confirmed that the event unit was non-sterile and individually brought into a procedure as a sample unit for use. The event unit was a part of a shop order that was built for testing where a specific number of units were removed from the scope of the testing being performed and as a result did not go through sterilization process. The investigation traced the event unit to a batch manufactured for internal engineering testing. These specific units were intentionally separated from production lots prior to sterilization. The non-sterilized units were intended only for use as non-clinical samples; however, they were not labeled as non-sterile. As a result of this event, applied medical has initiated immediate correction and a corrective and preventive action (CAPA) to further mitigate the potential for this type of event to occur.

Event description:
Name of procedure being performed: complex tha revision. Detailed description of event: on 1/29/25, we received a scrub po from [name] for 1 ea hr105, lot# 1476912. This was scrubbed in for no charge at [facility] on (B)(6) 2024 (attached). [Name] noted this was for a complex tha revision but was not a successful case, which is why she scrubbed it in for no charge. When reviewing the lot number, we determined this product was not sent to [name]. We also determined there was no record of this lot number being sent to any field team member or customer. There was no production history, which prompted us to check the shop order in sap. After looking up the shop order, we determined the lot was from an engineering shop order and was not released into finished goods. Per the attached copy, the purpose of the shop order is ¿to build units for real-time aging and testing per real-time aging protocol dir # [number].¿ we have reached out to the eng team to determine what happened to these units and hopefully trace down how [name] was able to obtain one (email attached). We also checked the classification t-code for this lot, and saw it is not us approved and there is no sterilization date. During this research, we asked [name] to advise where she received the product and if she has additional units. Her initial response was that she didn¿t know where she got it from, and she has not yet advised if she has any additional units. The email chain is attached between field ops and [name]. We have alerted the field leadership team responsible for this group. With their assistance, we are also reaching out to all orthopedic specialists to determine if any of them have these lot numbers on hand. We will have results by tomorrow eod. Per the above, this is not traceable and is reportable as it was not sterile. Additional information provided by [name] on 05feb2025 via email: this product was used in a patient case in december and cannot be returned. Type of intervention: ni. Patient status: no patient injury.